Event description:
It was reported that the interrogated battery voltage was 2.62 v, but review of device data showed battery voltage ranging from 2.89 to 2.99 v over the past two weeks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.9v.